Manufacturer narrative:
H3: corrected to indicate device was evaluated. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the nail was completely broken in the web. The nail shows drill marks and severe marks caused by deformation with sharp edge apparent lag screw motion with significant material removal inside the proximal hole. Partial visibility of lines of rest confirmed the breakage to be a fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿yes, we see a complex subtrochanteric fracture with a displaced lesser trochanter fragment. The surgeon replaced the fragment and supported it with two cerclages. The decision to use a nail was reasonable. The position of nail and lag screw were okay. In the postoperative image-despite the replacement of the fragment-a small gap can be seen between the lesser trochanter fragment and the shaft. This happens due to the continuous pull of the tendon of the m. Iliopsoas who is attached to the lesser trochanter and makes the anatomical reposition sometimes impossible. The likelihood of an osteopenic bone is very high and due to the old age, the metabolism of the bone is reduced resulting in a prolonged consolidation period. However, I would not think this is the most relevant factor. The patient's age and consequential inability to perform partial weight bearing also played a role in the nail fracture described. The reason for the nail breakage is mainly fateful and mostly patient related due to unfavorable fracture pattern, poor metabolism, and the inability to perform partial weight bearing. The treatment has been reasonable and technical without particular weaknesses.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to unfavorable fracture pattern, poor metabolism, and the inability to perform partial weight bearing. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "(B)(6) 2020 subtrochanteric fracture. Surgery on (B)(6) 2020. (B)(6) 2021: re-admission with nail fracture without previous trauma. Revision (B)(6) 2021. Replacement used affixus nail."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "(B)(6) 2020 subtrochanteric fracture. Surgery on (B)(6) 2020. (B)(6) 2021 re-admission with nail fracture without previous trauma. Revision (B)(6) 2021. Replacement used affixus nail."